Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an infection at the infusion set site. Customer was treated with antibiotics. There was no reported impact to the customer's blood glucose level. The reported issue was due to a non-tandem infusion set. The customer did not provide the infusion set brand. Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer; however, a response was not received.